Manufacturer narrative:
Insulin pump was received with peeling keypad overlay, broken off the end cap, missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Unit had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. Unable to perform functional tests due to end cap broken. (B)(4).

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer wearing insulin pump against her chest. It was reported that as a result, keypad was peeling off. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.